Event description:
The reporter contacted animas on (B)(6) 2014 reporting that they received a meter error 1 message. They could not clear with battery change. There is no reported adverse event with this complaint. This report is made based on the allegation of the meter error 1 issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/09/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/25/2014 with the following findings:evaluation revealed that the meter powered up normally and paired successfully with test pump. No errors occurred during the investigation. There was no evidence of sc 5 observed in observed in meter download. Investigators were unable to duplicate the complaint. There was no defect found.